Manufacturer narrative:
(B)(4): product evaluation: service and repair found that the unit won't work due to preamp daq a module error. Control panel assembly preamp a connector was shorted. Part was removed and replaced. The unit was tested and passed manufacturing specifications. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Device not cleared in us, but similar device is available. Product evaluation: no analysis results available; device not returned for evaluation. (B)(4).

Event description:
It was reported that the customer has ¿experience difficulties with an eclc unit. The source of the problem could be the connector of the eclc unit, the cable of the amplifier or the amplifier itself. The problem as far as we were able to identify, it was in the eclc.¿ there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.